Event description:
This report was received from global pharmacovigilance (gpv). On (B)(6) 2012, a servapack representative contacted gpv to relay a report received regarding a patient death. On an unknown date in (B)(6) 2012, a female home patient passed away while in training while connected to the homechoice (serial number unknown) performing peritoneal dialysis (pd) therapy using dianeal 1.5% (lot number unknown). The pd nurse already spoke to homecare services (hcs) and is holding the homechoice machine for baxter until follow-up is performed. The reporters denied having any further information at this time. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(6) 2012 regarding the reported incident. The nurse reported the patient was in training while in the clinic receiving pd therapy on (B)(6) 2012. Prior to the start of therapy an albumin lab test was obtained with a result of 1.8 g/dl. The nurse stated since the albumin was low the patient received a low strength peritoneal solution of 1.5 % dianeal. The patient received 2l during fill 1 and started to complain of feeling fullness. During the dwell cycle after the first fill the patient became very short of breath and the nurse immediately drained the patient. The nurse reported the symptoms became worse and the patient was immediately transported to the hospital and died. The daughter had made mention to the nurse on the reported day of this event that the patient had a fall on the weekend. The nurse reported the physician suspects the death to be related to a possible pulmonary embolism. The nurse is unsure if an autopsy was performed and denies that the patient experienced an increased intra-peritoneal volume (iipv) event. The last pd therapy performed prior to the event on (B)(6) 2012 was on (B)(6) 2012. The nurse confirmed the date of death as (B)(6) 2012.

Manufacturer narrative:
(B)(4). The device was received and routed to service/repair prior to the baxter product analysis lab being made aware of its complaint status. Therefore, the sample was not available to evaluate in its original state. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A review of the device event log revealed no failure or malfunction that could have caused or contributed to the reported difficulty. A review of the device's service history revealed no failures/problems that were the same as or similar to the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported condition could not be confirmed and an assignable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Should the device be returned and evaluated or if additional information is received a follow up report will be submitted.